Event description:
It was reported that the patient presented in clinic for a routine check. The atrial lead exhibited noise reversion episodes. The noise was reproducible with arm movements. No intervention or patient symptoms were reported. The patient would be monitored.

Manufacturer narrative:
UDI (di): unknown.

Manufacturer narrative:
This product does not have nor require an UDI, the previously reported -un known- should be replaced with n/a and null fields.